Event description:
Spoke with pt, she said her cadd legacy pump sn (B)(4) alarmed at 3:00 am this morning and the monitor says high pressure. She checked the tubing for kinks and any obstruction and she found none. She immediately replaced the pump with the back-up pump and everything went well. Advised that we are going to send a replacement pump and once she receives it, she needs to send back the pump that's malfunctioning. "She v/u." Dose or amount: 22 ng/kg/min, frequency: continuous, route: sub-q. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.